Manufacturer narrative:
Unit passed self-test, active current test, sleep current test. Displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No drive/motor rewind alarms noted during testing. Unit successfully downloaded to thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 5.0 received the low battery alert (104) on 11/10/2025 06:10:00 after more than 7 days at 18.54 days. Battery cycle 4.0 received the low battery alert (104) on 10/22/2025 07:13:00 after more than 7 days at 18.94 days. Battery cycle 3.0 received the low battery alert (104) on 10/02/2025 23:09:00 after more than 7 days at 18.08 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump connected to the mini med mobile app successfully on both android and ios. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, stained keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing, and no drive/motor anomaly-rewind alarms noted during test. No power errors noted and passed all required testing. All buttons functioned properly during test. No keypad anomaly noted. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed the pump communicated with the mini med mobile app. No communication anomalies noted. No audio/vibrate/absence of alarm noted. No backlight anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 3 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had a dim backlight, making the screen hard to see, buttons that were hard to press, a slower plunger rewind, battery rejection, an inability for the pump to connect to the phone, frequent loss of continuous glucose monitoring connection, and delayed low blood glucose alerts. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l, unk_fotasoftware, unk_sensor. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for unk_fotasoftware. No product return is required for unk_sensor.